Event description:
User experienced a water leak coming from the side of the analyzer. No injuries were reported. No patient samples involved. The field service representative found the tubing. Performance tests were performed, instrument operates satisfactorily.